Manufacturer narrative:
Additional information: b5 and b6. B5: upon follow-up, it was reported that the patient recovered from the peritonitis event and was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by abdominal pain and cloudy pd effluent. The same day as event onset, the patient was hospitalized and treated with vancomycin injection (1g, intraperitoneal, once every 3rd day, ongoing) and cefepime injection (250mg, intraperitoneal, twice daily, ongoing) for peritonitis. Pd therapy was ongoing. At the time of this report, the patient was recovering from the event. It was reported that retraining on proper aseptic technique was not done yet. No additional information is available.